Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: manta was deployed by a physician under the supervision of a certified trainer. Deployment depth was 6cm. Deployment was normal. Hemostasis was not achieved immediately, but compression was given for 20 to 30min. After compression the bleeding was significantly reduced, but there was some bleeding left, so a contralateral balloon was inserted and opened for two runs of 5 min each. After the contralateral balloon, no bleeding could be seen under fluoroscopy. However, the patient's condition had worsened in the evening, and an operation on the leg was performed. The manta collagen and suture were removed, but the anchor could not be found. However, the anchor could not be missing since deployment was done normally. In surgery a clear place of bleeding was not found. Patient is doing fine. Device is not being returned because incident was known only the next day. Additional information received on (B)(6) 2022: the cause is unknown. Anchor displacement cannot be confirmed. Neither ruled out. Main cause was bleeding during implantation, patient hemodynamic collapse at ward, specific bleeding site could not be confirmed during surgical operation. Collagen and suture were removed first, after opening the vessel the anchor could not be found. However, during implantation, the anchor has been there. Anchor must have got loose when removing the suture and collagen.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was deployed for closure. Ultrasound was utilized to gain a high positioned access. The arteriotomy had mild (<25%) calcification, mild tortuosity, and a depth measurement of 5cm + 1cm. Per the IFU: the manta device is contraindicated in patients having marked tortuosity of the femoral or iliac artery; and procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. No issues were encountered advancing and exchanging procedural sheaths. Following deployment, hemostasis was not immediate, and compressions were applied for 20-30 minutes. The bleeding slowed significantly; however, did not completely cease. Contralateral balloon inflations were applied twice for five minutes and a flouroscopy revealed no further bleeding could be seen. Later in the evening, the patient's condition deteriorated, had a hemodynamic collapse in the ward, and required surgical intervention to the leg. During cut down it could not be determined where the source of the bleed was located. The manta collagen and suture were removed but the anchor could not be found. The surgeon determined the anchor could not be missing since deployment was done normally. Another physician present during the procedure reported the cause is unknown, anchor displacement can not be confirmed nor ruled out. And during deployment the anchor was present. It is suspect the anchor became loose when the surgeon removed the collagen and suture and potentially was a contributor of the cause for the required surgical intervention. The following potential adverse events related to the deployment of vascular closure devices have been identified: failed hemostasis requiring manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; accidental positioning of some or all the collagen plug within the femoral artery, leading to ischemia or stenosis. And other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention